Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.